Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they had syringes as a back up plan. The customer felt tired regarding high blood glucose. The customer was treated for the high blood glucose with bolus using insulin pump. Customer was using manual mode at the time of reported incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Customer was at work when she felt this, had her blood glucose went down and then went to bed declined because she was off the sensor, did not have packaging of consumables wanted an extra meter. The insulin pump will not be returned for analysis.